Event description:
It was reported that there are aiming beam issue, and it needs alignment. No physical issue observed, but not working as it should. Ex. Dvd not recording, not being able to toggle between modes, not activating/responding, light dimming. There was no patient involved.

Event description:
It was reported that there are aiming beam issue, and it needs alignment. No physical issue observed, but not working as it should. Ex. Dvd not recording, not being able to toggle between modes, not activating/responding, light dimming. There was no patient involved. It was confirmed that the aiming beam and treatment beam were not misaligned. The issue was with the articulated arm.

Manufacturer narrative:
The console was field service at the user's facility. The console's micromanipulator was tested by firing at a tongue depressor. A screw was and loose tension nut were identified at the joystick shaft. The tension nut and joystick shaft nut were tightened. After the tension nut and joystick were tightened, the console was within specification and functioning as intended. The reported allegation of an issue with the articulated arm was not confirmed. However, the reported event of low aiming beam was confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aiming beam misalignment.